Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not elicit tones with magnet application. The device was explanted and replaced. During the explant, the high voltage terminal pins on this chronic defibrillation lead were observed to be reversed in the header. A new guidant device was implanted, and the chronic defibrillation lead was correctly secured within the header. The explanted device was returned to guidant for analysis.